Event description:
The user facility reported the automated impella controller (aic) sounded an alarm tone and displayed controller error message while in use for a patient receiving impella cp mechanical circulatory support. Two days after implant of the impella cp device, aortic position waveform disappeared and an alarm was issued stating "placement signal not reliable." However, the patient's hemodynamics was stable. Therefore, it was judged that even if the pump stopped, it would not have caused any serious problems and the situation was monitored. The next day, the automated impella controller (aic) was replaced to be certain the aortic position waveform appeared and the pump operated normally. When the pump was reconnected to the initial aic which had been used and on which the "placement signal not reliable" alarm had occurred, an alarm was issued stating "controller error" this time. When the staff looked into the pump connection plug, there was no light. It was noted there was no harm to the patient as a result of this event.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Console logs confirmed that numerous controller error (defective optical sensor lamp) alarms were issued. The console was inspected in the lab and was found to have no light from the optical pump connector. A replacement with a known good optical bench resolved the failure. The root cause was a defective optical bench. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-15749 was submitted in accordance with updated procedures. D.9 revised date device was returned as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-15749. G.1 revised reporting contact email rsince the initial manufacturer device report number 1220648-2024-15749 was submitted in accordance with updated procedures.